Manufacturer narrative:
A siemens healthcare diagnostics inc. (Siemens) customer service engineer (cse) was dispatched to the customer site to inspect the system. The cse reviewed system data and found abnormal assay flags for sample mixing. The cse replaced the sample mixer. The cause of the discordant low co2 result was the sample mixer. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A falsely low discordant carbon dioxide (co2) patient sample test result was obtained on a dimension vista 500. The initial result was not reported to the physician. The same sample was repeated on an alternate dimension vista 500. The repeat result was reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the discordant falsely low co2 result.